Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The pacemaker was visually inspected, revealing scratches on the pacemaker housing. These were considered to be normal and expected. No further anomalies were noted. The electrical incoming inspection confirmed the clinical observation, the pacemaker was neither interrogatable nor was any output signal present. Therefore, the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies and the battery was found to be depleted. At a next step the electronic module was attached to an external power supply. An interrogation was properly feasible and the antibradycardia therapy functions proved to be flawless. There was no indication of a malfunction of the electronic module. In particular the current consumption was normal and as expected. During the further course of the analysis the battery was sent to the manufacturer for a detailed analysis. Analysis of the battery: the manufacturing records were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. The battery was slightly bloated which is expected for a complete battery depletion. A following x-ray investigation as well as a destructive analysis did not show any indication of a battery malfunction. Summary: the analysis confirmed the clinical observation. Despite of an extensive and time consuming analysis, the root cause for the depleted battery was not determinable. The manufacturing records document a flawless device production.

Event description:
Ous MDR - after an implant duration of about 2 years, it was reported that the device could not be interrogated. No adverse patient side effects were reported.